Event description:
Investigation revealed the display contrast was dim and reddish. The returned battery cap threads were also stripped and the cap was unable to secure to the pump. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 06/23/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: investigation revealed the display contrast was dim and reddish. The returned battery cap threads were also stripped and the cap was unable to secure to the pump. Unrelated to the complaint, the bolus button cover and its slug contacts were detached and missing. (B)(6).